Event description:
Device 2 of 2. Reference MFR. Report #1627487-2014-20322. It was reported the pt has lost weight due to which the pt experienced pain at the lead site. As a result, the lead pocket site was revised (date unk). The pt is not implanted with sjm leads. However, the pt has sjm adapter/extension.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.